Event description:
Additional information received from the healthcare provider (hcp) reported that the patient came back to follow-up for low back pain. The patient was no longer taking the norco and was very pleased with her pain patterns since reprogramming of the implant. The pain was described as being in the low back with radiation to the r>l extremity. The patient admitted to significant weakness in the left lower extremity and to occasionally tripping due to her foot dragging. The pain in the right lower extremity seemed to travel in a l5-s1 distribution to the sole and lateral aspect of the right foot and this was intermittent depending on activity. The patient denied any symptoms of caudal equine syndrome. Worsening factors were strenuous activity and her pain was relieved by the implant and pain medications. The hcp noted that the patient no longer was having any cauda equine type symptoms. The patient was pleased with the implant and was no longer taking any opiates. The implant was interrogated and a new program with adaptive stimulation was added. The hcp impressions from the MRI included that the distal cord and cauda were unremarkable with no masses and there was mild degenerative disk and degenerative facet disease with no canal or foraminal stenosis.

Manufacturer narrative:
Cauda equine syndrome. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported an MRI of the lumbar spine was going to be taken due to a loss of bladder control, lumbar radiculopathy, lumbar stenosis, and loose bowels. This MRI was related to the device or therapy. Back pain and lower extremity pain were noted. There had been a change in the patient's condition recently. The patient was having more weakness in the right leg. She had symptoms the hcp felt concerning to cauda equine syndrome that progressed over the past 4-5 days prior to the report. There were episodes of being unexpectedly incontinent of bowel and bladder. The patient described numbness in the saddle area and stated she could not feel her rectum when she wiped herself. It was noted the patient had fallen in her garage 2 days prior to the report and was unable to move her right leg. The patient's pain was described as being in the low back with radiation to the r>l extremity. There was significant weakness in the left lower extremity and the patient occasionally tripped because of her foot dragging. The pain in the right lower extremity seemed to travel in a l5-s1 distribution to the sole and lateral aspect of the right foot. This was intermittent and depended on activity. The patient had some symptoms concerning for cauda equine syndrome as described. Worsening factors were strenuous activity. The patient had sleep disturbance from the pain. Her current dose of norco did not seem to be controlling her pain. A lumbar MRI performed on (B)(6) 2014 noted laminectomy defects at l4-5 along with some post contrast enhancements along the nerve root on the left. The patient had fecal incontinence, tingling or numbness, loss of balance, radicular pain, back pain, muscle pain, limitation of motion, muscular weakness, stiffness, and difficulty sleeping. It was noted the patient's gait was noticeable antalgic as she was able to heel and toe walk with some difficulty. Inspection of the lower back revealed a well healed surgical incision. Lumbar range of motion was moderately restricted in all planes with pain. There was general tenderness over the lumbosacral area. On the right lower extremity, there was hypesthesia to the lower leg, diminished patellar reflex, and straight leg raise was positive for low back and groin pain. On the left lower extremity, sensory was focal for weakness in the extensor hallucis longus (ehl) as well as the quadriceps, there was some hypoesthesia over the lateral leg, and straight leg raise was negative. There were cauda equine symptoms. The patient's medical condition included lumbar stenosis, postlaminectomy syndrome in the lumbar region, and continued opioid drug dependence. It was noted the patient had a chronic pain problem that had been refractory to other conservative modalities of care. The patient was made aware they would need ongoing multimodal management including possibly procedural therapy, medication therapy, psychological therapy, physical therapy, chiropractic therapy, and may also need intermittent neural blockade to stop the pain cycle from time to time. Two weeks of opiates were issued to the patient on the day of the report. The patient&#38112;norco was increased. The patient's spinal cord stimulator device was interrogated. Relevant medical history included non-malignant pain.

Manufacturer narrative:
The "other" outcome attributed to the event (cauda equine syndrome) no longer applies. (B)(4). Additional review determined that the reported event of cauda equina syndrome (symptoms of increased right leg weakness, unexpected loss of bladder and bowel control and numbness in the saddle area) is not related to the device or therapy.

Event description:
When contacted for additional information, the healthcare professional (hcp reported that the patient was doing ¿ok¿ at their last visit. The hcp was going to gather additional information to send to the manufacturer. If additional information is received, a follow up report will be sent.